Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for spinal pain indications. It was reported that the intensive care unit (ICU) doctor stated the patient came into the office with overdose like symptoms. The patient was unresponsive and resulted in the patient being intubated. The gave narcan to the patient which  made the patient react. Caller stated they are concerned that the pump was overdosing and believed it might be dilaudid in the pump but it was not sure.  The caller was redirected to national answering services to page the company representative.  It was reported that during the call, the ICU doctor mentioned patient overdosed on the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s pump managing physician who reported that the patient expired. The notes from the home health agency included indicated that the patient was admitted to hospice care on (B)(6) 2022 for pump refilling and nursing care. The last pump refill was on (B)(6) 2022 while the patient was in the hospital. The patient had been admitted for chronic disease exacerbation/management of sepsis and chf (congestive heart failure). The infection was treated with antibiotics. The notes indicated that the pump was refilled with 40 cc of medication and the daily dose remained the same. The actual amount of the reservoir volume was within manufacturer¿s recommendations compared to the expected reservoir volume. During instillation of the medication, needle placement was verified and maintained. The patient was monitored after the refill. The pump site remained free from discoloration or changes in appearance. The patient was educated on signs and symptoms of over/under dose at the visit. Additional notes indicated that the patient was supposed to come home on hospice but declined at the time. He had a follow-up appointment with his nephrologist on friday to determine if his kidney failure was worsening. He stated that he had an echo at the hospital but did not know what his ef (ejection fracture) was, but he knew it was really bad and the cardiologist said he did not have much time left. He spent 3 days in the ICU (intensive care unit) for hypotensive crisis related to sepsis and kidney failure. He stated that he was dnr (do not resuscitate) at this time. The patient¿s pump managing physician had given a one time refill despite a patient visit due to the circumstances, but the patient¿s wife was aware that if the patient was doing better per the nephrologist that they should call the pump managing physician and schedule a tele visit. During the visit, it was also discussed with the patient and his wife regarding the patient¿s pump after death and he stated that he would like to donate his pump and nerve stimulator for training purposes.